Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the starclose se device after an interventional procedure. Reportedly, although the thumb advancer could not be deployed completely and force was used with no success, an unsuccessful attempt was made to deploy the clip. The device was removed from the anatomy and manual arterial compression was used to achieve hemostasis. The physician felt as if a product failure occurred. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned starclose se device found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Using force during deployment of thumb advancer (per the instructions for use, do not advance the thumb advancer against resistance) the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.